Event description:
Resident was sitting in her wheelchair, which had the qualcare by alimed drop seat installed, when the device suddenly and unexpectedly broke causing the resident to fall to the floor. The device had only been in use approx. 6 mos. And verification was made that it was installed properly at the time of failure. A previous device failure had been reported to the co in 11/06, and the product in use was a replacement product provided by the vendor. At the request of our state survey team, efforts were made to determine if the co had experienced similar complaints of product failure for this particular item, with their response being "there has never been a report of a breakage". We had reported a prior breakage in 11/06 as noted above.